Manufacturer narrative:
Evaluation summary: the lcb has been replaced. Correction information: g6: follow up #1, h6: coding changed based on the investigation result. Additional information: h4: device manufacture date.

Event description:
Lcb to dark, the lcb is reduced poor finishing during the last repair. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.